Event description:
A customer reported that their insulin pump completely stopped functioning. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.